Manufacturer narrative:
On 14-aug-2025, additional information was received indicating the reported adverse event had an end date of "29 jan 2025". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31432701l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
Patient received an index cardiac ablation on (B)(6) 2025. On (B)(6) 2025, patient experienced atypical chest pain (ae#1) categorized as moderate and serious defined by in patient / prolonged hospitalization with an admission date of (B)(6) 2025 and a discharge date of (B)(6) 2025. Relationship to study device is not related and relationship to the (index or repeat) study procedure is causal. The adverse event is expected/anticipated. The outcome is recovered/resolved. No intervention was done.